Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor dropped when suturing. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-2324bcc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. One unpackaged ar-2324bcc batch 15332451 was received for evaluation. Visual inspection noted that the received device is missing all the components. However, no damage was noted on the received device. The suture was not received for evaluation and is presumably missing due to transit. Evaluation of the customer's attached pictures does not evidence the breakage of the anchor. No issues were found when the inner and outer molded shafts were unscrewed. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion, and misalignment of the device during insertion.